Event description:
Nidek received a complaint from the customer on (B)(6) 2014. Customer reported that during the use of rt-5100 sn (B)(4), the near point chart arm fell down. The near point chart arm hit the doctor on the face. Doctor complained of small cut on the nose due to the arm.

Manufacturer narrative:
The affected device was not returned to nidek for eval. The device has not been evaluated yet; however, a service engineer would conduct an on-site eval and perform the preventive maintenance according to the recall procedure. Nidek contacted the customer to verify the complaint about the injury and confirmed that the injury was minor. It was a small cut. No med or surgical intervention was required for the injury. If additional significant info is received at a later date after the eval, a follow up report will be submitted. Nidek inc considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.